Manufacturer narrative:
Initial submission, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: we have had 3 occurrences of your 20ml luer lock syringes breaching liquid through the bung. Please see images attached. The affected syringes have only been for bn: 2504064. The products being manufactured are a simple single withdrawal (daratumumab) from a vial and a red end cap attached to the end of the syringe. Was patient or user harmed? No ¿ product rejected before release. Used (during or after use) ¿ manufacture of chemotherapy has been performed within an isolator.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that the syringe leaks. Three photos along with the physical sample were provided to our quality team for evaluation. Upon evaluation of the photos and returned product, evidence of liquid past the stopper is observed, verifying the reported concern. The product returned was thoroughly inspected, there was no visible damage to the syringe or any components that could contribute to a leak, and the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2504064, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the returned syringe; the product was verified to meet required specification and no leakages were observed. Six retained samples were used for additional evaluation. Visual inspection revealed no damage to the cylinders or any related abnormalities. Leak testing was performed on all samples, and results confirmed compliance with established specifications. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.